Manufacturer narrative:
The facility reported that they are getting air in the manifold during patient use. The doctor reported that when he is injecting contrast with the syringe he did not notice air but when he injected into the patient he noticed air. The doctor reported that the pressure was off and he could tell on the computer screen that air was pushed into the patient. There was no report of any adverse patient consequence, no effect on the patient's stability, and no medical intervention required as a result of the incident. No additional information is available. A physical evaluation was performed on the returned sample and revealed no defects noted. Functional testing was performed by injecting water through the device using a syringe. Upon performing the test it was noted that the connection of the ra adaptor from the protection station to the manifold was loose. The connection was tightened and the functionality test was performed with no leakage noted. No air could be seen in the manifold. The customer reported issue could not be confirmed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The facility reported that they are getting air in the manifold during patient use.